Event description:
It was reported thrombus and stroke occurred. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was performed. A watchman access system was positioned in the laa. A 35mm watchman flx laa closure device and delivery system was advanced. The closure device was deployed and they attempted to close the proximal, limbus side lobe, but this dimension was too large for the 35mm. The device was recaptured several times and ultimately removed from the patient. They re-crossed the septum and a second 35mm watchman flx laa closure device was deployed. The device was recaptured 3 times and then removed from the patient as it could not be adequately positioned. The procedure was aborted. The second device was deployed on the table and a clot was noted on the device. Analysis of the transesophageal echocardiogram showed a potential clot on the core wire during the case which align with the clot on the second device outside of the patient. On (B)(6) 2018, one day post procedure, the patient complained of floaters in her visual field and mild homonymous hemianopsia on neurologic exam. She had dysarthria and mild left sided weakness from prior stroke that was unchanged. The same day brain magnetic resonance imaging (MRI) revealed: multiple acute infarcts within the bilateral cerebral and cerebral hemispheres across multiple vascular territories, consistent with a central embolic source. The largest in the right occipital lobe with adjacent edema and local mass effect including sulcal effacement, mild hemorrhagic transformation. Brain magnetic resonance angiography (mra) revealed no large vessel occlusion, hypoplastic a2 segment for the anterior cerebral artery on the right and hypoplastic v4 segment of the right vertebral artery which terminated as a PICC. A neck mra revealed no hemodynamically significant stenosis within the neck vessel. Per neurology assessment, multiple small embolic shower strokes with the largest one in the right occipital pole with left homonymous hemianopsia was secondary to laa procedure. That day the event was considered as resolved with sequelae. On (B)(6) 2018, computed tomography of the patients head without contrast revealed, no evidence of hemorrhagic transformation of infarction. On (B)(6) 2018, the patient was discharged from the hospital in good condition.